Manufacturer narrative:
Device evaluated by MFR.: a promus premier ous mr 38 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal section with stent struts pushed distally and bunched. It was observed that the stent had moved distally on the balloon. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent met resistance of a calcified stenosed lesion. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found that the hypotube was returned broken in 2 pieces, a hypotube break was noted at 66 mm distal to the distal end of the strain relief and another 42 mm section of hypotube shaft was returned but the other section was missing. Multiple kinks were also observed along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found that there was a polymer extrusion shaft break at 340 mm proximal to the distal tip. Section of hypotube, midshaft weld and core-wire not returned. Inner lumen bunching was noted at 82 mm proximal to the distal tip and inner lumen inside balloon body was also noted to be kinked and damaged. Multiple polymer extrusion kinks were observed as well along several locations of the extrusion shaft. The type of damages noted most likely occurred due to excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28-oct 2020. It was reported that crossing difficulty was encountered. A percutaneous coronary intervention was being performed. Vascular access was obtained via the right femoral artery. The 80% stenosed, 32mm in length, concentric, de novo target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery with a vessel diameter of 3mm. The lesion contained >45 and <90 degrees bend. After a non-boston scientific wire crossed the lad, pre-dilatation was performed with a 2x12 maverick balloon catheter, leaving 40% residual stenosis in the lesion. A 38 x 3.00 promus premier drug-eluting stent was then advanced for treatment but had difficulty tracking and did not cross the lesion. The device was then removed and used a 3 x 38 p elite stent to complete the procedure safely. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that the stent was damaged and had moved distally on the balloon, and the shaft was broken.